Event description:
It was reported that the patient reported being unable to hear through his speech processor for approximately the last two weeks. He was seen in the clinic for further troubleshooting after a replacement processor did not result in improved hearing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.